Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead insulation exhibited an anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and high pacing thresholds. The lead was capped and replaced. No patient symptoms or procedural complications occurred.